Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed the image was flickering when the electrical connector and the bending section is manipulated. The colonoscope was tested for one day, and the phenomenon was attributed to a broken charge couple device (ccd). In addition, there was no evidence of fluid invasion and the scope passed leak test. This report is being filed in an excess of caution.

Event description:
The hosp reported that during a diagnostic colonoscopy, the physician couldn't visualize images on the video screen. The procedure was completed with a different, but similar device. There was no pt injury reported.